Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient match pectus bar was shorter than expected. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is that the bars were too short. The distributor reported that the product will not be returned. No product was returned and no functional tests or inspections could be performed. Patient matched pectus bars (pt-xxxx) are designed to fit the patient at the location where the provided CT scan was taken and multiple bar lengths are purposed from which the surgeon chooses his preferred size. A review of the confirmation scan and dhrs of these products show that the length match the surgeons preference and were inspected for shape in accordance with the print prior to distribution (see attached (B)(4) confirmation scan & above attached dhrs). If the bars are not implanted in the same location and orientation as the patients scan, the bars may appear to be short. No intra-operative pictures, post-operative scans, of physicians reports were provided; therefore the correct placement/orientation of the bar could not be confirmed. For these reasons, the complaint could not be confirmed and the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects. This is a level two complaint in accordance with the levels defined in section 7.2.3 of sop 14.0.9 (product evaluation). The risk of the bar being the incorrect size is addressed in afmea_pectus_rev 1 under #13 / correction of the excavatum / placement of bar (for custom prebent bars (pt-xxxx) only) / bar is to long or to short: bar bend does not match patient anatomy. This risk has a listed severity of 3 (modification to surgical procedure, major increase in surgical time) and a listed occurrence of 2 (referring to sop 4.1.1, = 3%). There were no adverse events reported. The severity of this complaint is no greater than the severity listed in the fmea. For all patient matched pectus bars (part #pt-xxxx) in the previous one years (from the notification date) there has been a complaint rate of 0.29%, which is no greater than the occurrence listed in the application fmea. This is the only complaint on part #pt-3138, lot #918440 and pt-3137, lot #918430. There is no indication of manufacturing defects and there are no updates to the risk documents needed. The dhrs of these products were reviewed and no non-conformance was found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: #0001032347-2019-00518.

Event description:
This follow-up report is being submitted to relay additional information.